Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported difficult to remove the lock line appears to be related to the lock line knot; however a definitive cause for the lock line knot was unable to be determined. In this case it is possible that the lock line became twisted due to the user technique of unwrapping the ends of the lock line, such that a knot was formed, however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line was difficult to remove due to a knot, requiring intervention to prevent injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and clip deployment was started. One end of the lock line was pulled slowly; however, after the other end was already inside the lock lever, resistance was noted and a knot was observed on the other end that was in the lever. The physician broke the lock lever and pulled on the knotted end of the line. The line was successfully removed without resistance and the clip was deployed. The mr was reduced to 2+. A second clip was deployed without issue. The mr was reduced to trace with two clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.